Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I would like to inform you of two further incidents of the same issue. The first of which I was unable to obtain the batch number but the second was 0051279po2. The report from our previous complaint states that the connection between the cannula and the connecting tube may not have been secure due to a larger than expected bore of the cannula. In my experience this is not where the leak is coming from. When the cannula is flushed with pressure after the problem has been discovered the fluid is leaking from the tube somewhere slightly distal to the pink cap and not from the point of connection."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, CAPA#1379444 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I would like to inform you of two further incidents of the same issue. The first of which I was unable to obtain the batch number but the second was 0051279po2. The report from our previous complaint states that the connection between the cannula and the connecting tube may not have been secure due to a larger than expected bore of the cannula. In my experience this is not where the leak is coming from. When the cannula is flushed with pressure after the problem has been discovered the fluid is leaking from the tube somewhere slightly distal to the pink cap and not from the point of connection."